Event description:
Spontaneous - spoke with patient who stated that she had same problem with another cassette like yesterday- error message on pump reaching "no disposable pump won't run" that will get corrected by changing the cassette. No problem with pump reported. She was unable to provide lot number and wasn't sure if it was same cassette as the one she reported yesterday. No interruption in patient's treatment provided. No side effect reported. Did the reported product fault occur while in use with the patient? Yes. Did the product issue cause or contribute to patient or clinical injury? No. Is the actual cassette available for investigation? No. Did we [MFR] replace device? Yes. Did the patient have additional cassettes they were able to switch to? Yes, if yes, was the patient able to successfully continue their infusion? Yes. Is the infusion life-sustaining? Yes. What is the outcome of the event? Resolved? Yes, ongoing? Reported to (B)(6) by: patient/caregiver.